Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication and was unable to bypass. The patient set up with new supplies. During a follow up phone call to the patient's nurse, it was reported that the patient got peritonitis on (B)(6) 2017 and was given a 14day treatment of fortaz in his solution. The culture was taken and the results showed (acinebacter baumanni). The patient was able to complete treatment the time of the call after contacting the rn. She assisted the patient with completing with medicated solution without further issues. The patient is still recovering.

Manufacturer narrative:
Clinical evaluation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication and was unable to bypass. The patient set up with new supplies. During a follow up phone call to the patient's nurse, it was reported that the patient got peritonitis on (B)(6) 2017 and was given a 14day treatment of fortaz in his solution. The culture was taken and the results showed (acinebacter baumanni). The patient was able to complete treatment the time of the call after contacting the rn. She assisted the patient with completing with medicated solution without further issues. The patient is still recovering.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication and was unable to bypass. The patient set up with new supplies. During a follow up phone call to the patient's nurse, it was reported that the patient got peritonitis on (B)(6) 2017 and was given a 14 day treatment of fortaz in his solution. The culture was taken and the results showed (acinetobacter baumannii). The patient was able to complete treatment the time of the call after contacting the rn. She assisted the patient with completing with medicated solution without further issues. The patient is still recovering.